Event description:
The customer reported that the battery was not getting charged and ac indication was not showing. The customer also stated the device would not switch on when the battery was disconnected. There was no report of pt involvement.

Manufacturer narrative:
(B)(4).